Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.2 and 4.1 were not detected on bus and failed to recover the storage space. User was unable to access the medications which were left in 4.1 drawer pockets b5, b6 and e6. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.2 and 4.1 were not detected on bus. A field service engineer found drawer 3.2 was not on bus, reseated row board cables, ejected all pockets to check for debris and tested drawer and pockets in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.